Event description:
Treatment of a left cavernous dissection. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (5mm x 20mm) crimped down on itself and would not open as it came around a turn. The pipeline was removed from the patient with a snare and another pipeline was implanted to complete the procedure successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).